Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.